Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 425cc, catalog number 3544425, lot number 5996856, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 425cc and experienced pain and rupture on the left side which was confirmed by ultrasound. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during analysis of the sample a parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).